Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a possible cerebrospinal fluid (csf) leak during a drg trial implant procedure. The physician placed 1 trial lead and encountered difficulty placing the second lead. During the placement of the second lead a potential cerebrospinal fluid (csf) leak was noticed. The physician abandoned the placing of the second lead and performed a blood patch. Postoperatively, the patient experienced pain and was hospitalized for 24 hours, during which time the pain resolved.